Event description:
It was reported that the user experienced a severe hypoglycemic event with a documented blood glucose of 21 mg/dl, lost consciousness, and later received a clinician recommendation to perform a factory restart of the device. Symptoms included severe low glucose with loss of consciousness. Outcomes included the need for urgent intervention and the use of oral glucose. Troubleshooting and education were completed. Investigation included a review of the event and device use history. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event was user-experienced hypoglycemia with undetermined device contribution and unclear root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.